Event description:
A voluntary medwatch report was received from the customer indicating air bubbles were infused into a patient's eye via the infusion cannula and vitrector probe. Additional information received from the customer indicated the bubbles that were seen did not affect the procedure, and there was no patient impact or harm.

Manufacturer narrative:
There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. (B)(4).